Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that upon attempting to fire the instrument, the 1st and 2nd clips fell out of the applier. Opened a 2nd er320 to complete the case. There was no consequence to the pt.